Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device on the contralateral side during the same surgery this report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient underwent revision surgery in 2009 (month and day not reported) due to a skin flap infection at the incision site of the implant. Surgery did not alleviate the issues. Explantation is planned, but had not taken place at the time of this report april 29, 2010.

Manufacturer narrative:
(B) (4).